Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: promus element was returned for analysis. A visual examination of the stent found evidence of damage with struts near the proximal end of the stent in a lifted state. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. A 0.014 inch guidewire was inserted through the tip without issue. No resistance was encountered as it exited the port. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. The device returned with the mandrel re-inserted. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 05-sep-2019. It was reported that advancing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 80% stenosed, 34 mm x 3 mm, concentric, de novo target lesion with a bend of >45 and <90 degrees was located in the severely tortuous and mildly calcified left anterior descending artery. After the lesion was engaged with a non-bsc 3.5 guidecatheter and crossed with a non-bsc wire, a maverick balloon catheter was pre-dilated and a 3.00 x 38 mm promus element drug-eluting stent was advanced for treatment. However, it could not track the lesion. Another non-bsc wire was tried to use to support the device but still it could not track the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was good. However, returned device analysis revealed stent damaged.